Event description:
A user facility reported to olympus, that the evis lucera colonovideoscope had damaged connector part. Upon inspection and testing of the customer returned device, residual fluid or foreign matter was found exiting from the scope forceps channel due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, scratched/cracked universal cord/distal end/connector/control section, air/water leakage from the scope connector (including the venting connector), scratched/tear on boot (protector), foreign material/stain adhering to the operation area, stain or discoloration on the distal end of the endoscope, dirty/discoloration of the light guide lens and objective lens, wrinkles to universal cord/ video cable, peeling of adhesive on the bending section, lose or light control knob, and residual fluid or foreign matter found exiting from the scope forceps channel due to insufficient cleaning. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: improper, insufficient reprocessing methods, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.